Event description:
The customer reported that the system intermittently gave filament error message. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed on onsite investigation. The service rep adjusted the power supply one, retapped the transformer, checked general batteries, regreased the sticks and calibrated the filament. The system was tested and found to be working as intended and put back in service.